Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing and noise. There were three shocks in the one episode. The sensing vector was set to the secondary sensing vector at the time of the shocks. Technical services discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.